Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. There was imagery received for evaluation. Per imagery evaluation, the esheath+ distal tip was opened but torn. Subsequently, the device was returned for evaluation. Upon visual examination, the returned esheath+ was observed with the distal tip opened but torn. The liner was fully expanded as designed. All score lines were present at the intended location. There were also scratches observed along the sheath shaft high-density polyethylene (hdpe). Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the difficulty advancing the delivery system with valve through the esheath+ and the torn esheath+ distal tip were confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the tip scoring process and/or by the manufacturing process. Additionally, patient or procedural factors, such as a challenging anatomy (calcification was reported) or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in canada, during a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve via the right transfemoral approach, resistance was noted as the delivery system with valve was exiting the tip of the 14fr esheath+. The valve was successfully implanted with 2 milliliters less than the normal volume. When the system was removed from the patient, the distal tip of the esheath+ was observed to be damaged. There was no patient injury, and the patient was stable post procedure. Imagery of the esheath+ was provided for evaluation. Per imagery review, the liner was expanded, and the distal tip was opened but torn.